Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), abortion spontaneous ('stillbirth/miscarriage') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test" and device ineffective "device ineffective". On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding between periods)"), dermatitis allergic ("allergic rash"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches") and migraine ("migraines"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the back pain, menorrhagia and metrorrhagia had resolved and the abortion spontaneous, pregnancy with contraceptive device, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, weight increased, headache, migraine and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, bladder disorder, cystitis, dermatitis allergic, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. New reporter added. Event injury is replaced by back pain. New event menorrhagia(heavy menstrual bleeding), stillbirth/miscarriage, pregnancy with contraceptive device, back pain, metrorrhagia (bleeding between periods), allergy: rash/skin condition, device ineffective, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, weight gain, headaches, migraines, hormonal changes and plaintiff did not undergo confirmation test were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.